Event description:
(B)(4) ongoing pelvic pain, fatigue, pain during sex, heavy bleeding, back pain ,migraine, anxiety, bad menstrual cramps, hair loss, bloating, and weight gain. Was told by my gyn doctor that hysterectomy is the only option .